Manufacturer narrative:
Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked endcap. Unable to verify compromised force sensor system alarm due to cracked endcap. The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.